Event description:
Report rec'd from abbott international affiliate (abbott australia) of an over-delivery of narcotic. The report states: "it appears the gemstar set was removed from the pump and following attempted re-insertion free flow situation occurred". Further info was rec'd from the affiliate. The medication beging delivered was pethidine 10mg/dl in a 100ml bag. Review of the pump history shows the pump programmed in the bolus only mode, concentration of 10mg/ml, 50mg loading dose, 20mg bolus dose, 10 minute bolus lockout, 1000mg container size, 2ml air sensitivity. The infusion was started at 16:54 in 2001. The history shows delivery of the programmed loading dose at 16:56 followed by delivery of requested bolus doses as expected through 04:32 the next day. Per the pump history, in this 11 1/2 hr time period, the pt rec'd 490mg of the medication. At 5:00, it was noted that the 1000mg bag was empty. The pump display at this time showed that 490mg total had been delivered. There were no pt requests or deliveries between 04:32 and 05:00. There was no reported pump alarm. The pump history showed a cassette was inserted at 05:14. The pt experienced respiratory depression and was given 0.4mg of IV narcan. No further medical interventions were requred for the pt.